Event description:
A report was received that the patient was having difficulty charging her implant post-operation due to swelling at the pocket site. The patient was prescribed oral antibiotics due to suspicion of infection. The patient is able to charge and is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.